Event description:
Patient experienced cardiac arrest at home, was resuscitated and placed on a ventilator in the emergency department. Patient was transported to the intensive care unit. At 1210 ventilator went into "vent inop" mode when peep was turned on. When peep was turned off "vent inop" code cleared. Patient ambued per et tube until ventilator changed. O2 sat per pulse oximeter remained at 97 - 98%. Other devices present: pulse oximeter, cardiac monitor, IV infusion pumps.factory trained representative replaced compressor, performed pm & ovp.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.